Event description:
It was reported that this patient had previously received a single isolated inappropriate shock due to a morphology consistent with bundle branch block at 120 beats per minute (bpm). There was oversensing of the smaller signal amplitudes and artifacts. The patient was initially brought into the clinic for system evaluation and the sensing vector was changed. Recently, the patient received an additional inappropriate shock due to this. The root cause was determined to be electrode migration. The electrode was revised and the device was reprogrammed to primary sensing vector. No adverse events were related to this device.